Manufacturer narrative:
Concomitant medical product: product ID: 8781, serial# unknown, implanted: (B)(6) 2015, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The physician, who was very well trained on using the device, and the representative reported that the during a normal implant procedure the connector was plugged in the proximal catheter and it fastened correctly the catheter. At the moment of fastening the spinal segment, the connector was closed, the "click" was heard, but the spinal catheter went out form the connector. It was not possible to fasten the distal segment to the connector. It was necessary to cut a little portion of the proximal catheter to remove the connector and replace the connector with a new one. The issue was reported as resolved as the time of the report. No patient symptoms were reported and at the time of the report the patient's status was reported as alive-no injury. The serial number of the catheter could not be obtained. The drug, concentration, dose and lot number could not be obtained as it was not documented. The model/serial of the pump and indication for use were requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis of the 8781 noted as received the collects on each end of the pin connector were fully deployed and locked into position. There was a catheter segment attached to one side of the pin connector while the other side no catheter segment attached. Visual inspection did not appear to show any anomalies with the pin connector and collets. It was felt that mostly like the collet had been prematurely deployed into their locked positions during the attempted use. In conclusion, the catheter pin connector collet prematurely locked in place. Analysis of the 8784 noted as received the collects on each end of the pin connector were fully deployed and locked into position. There were no catheter segments attached to either side of the pin connector. Additional visual inspection showed damaged to the lock tag on the pin connector which likely happened during the implant procedure. In conclusion, this catheter pin connector collect prematurely locked in place.

Manufacturer narrative:
Concomitant products: product ID: 8781, implanted: (B)(6) 2015, partially explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, implanted: (B)(6) 2015, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The representative later reported that the 8784 connector did not "fast the catheter segments." It fastened properly to the proximal segment but when fastening the spinal segment with the connector properly closed, the catheter left the connector. It was further clarified that during the same implant procedure the physician had problems with the connectors. He first started with the connector of the ascenda kit (8781) but it failed. The physician tried to use another connector from the 8784 revision kit but it failed as well. It was necessary to open a new ascenda kit (8781) with a third connector in which the implant procedure was successfully completed and the patient was fine. The model and serial of the pump and the indications for use were not available. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.